Event description:
A malfunction code was reported, and the customer sought assistance. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support, who provided pump reset information and helped reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.